Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had a dye study done that revealed that the pt's pump was pumping, but the medication was not going anywhere. The pt's catheter was blocked. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.